Event description:
"On october 2003 a CT scan showed again correct placement of both ventricular catheters, but a singificant increase in ventricular size. The ventricule size increased during the next days and the problem could not be solved by external drainage. The intraventricular pressure went up to 25mm water. An x-ray picture showed a gap in between the distal valve part inside the housing and the connection site of the distal catheter (peritoneal). The valve was then operatively removed 2003 and replaced by a gravitational assisted system. The pt left the hosp five days afterwards with normal clinicl findings.